Event description:
The rep. Reports that the device would not work or would work intermittently at times during a laparoscopic donor nephrectomy. The customer tried torquing the shears, but that did not work. There were no patient consequences, however operating room time was extended by 45 minutes.